Manufacturer narrative:
The device was returned for evaluation and the investigation is in progress. A follow-up report will be provided once the investigation has been completed.

Event description:
Item #384467/lot# 1128391 was inserted on (B)(6) 2020. On the 53rd day of dwell the hub experienced a little crack then split down the middle. PICC removed. New PICC placed for completion of prescribed therapy.

Event description:
Follow up.

Manufacturer narrative:
H3 other text : placeholder.